Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 475 mg/dl with moderate ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. A system check was performed, and it was found that the cartridge and infusion set had been in use longer than labeling guidelines state. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.